Event description:
It was reported that a patient underwent a breast augmentation surgery in (B)(6) 2006. Two years later the left implant had to be removed due to chronic serous material. A new surgery took place and the patient evolved the same way, so it was necessary to perform many procedures. The last procedure was two years ago and both implants were removed. The patient went to a new surgeon because she wanted breast reconstruction. During the examination, the surgeon found erythema in the vertical scar region of the left breast. An exploratory surgery was performed and a lot of suture material was found. The surgeon opines this is an important cause of the problem. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. There was not sufficient information regarding the suture to perform an evaluation. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.